Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade iii.

Event description:
Patient reported "prepeitoral implant is observed, in a more lateral location, with undulating contours, wall folds, anechoic content, with small peripheral, anechoic liquid collection, probably serous. Prominent galactophore ducts" via ultrasound results. Healthcare professional reported capsular contracture baker grade iii. This is for the left side. The device has been explanted.